Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: (B)(6) 2013. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
Journal article received: mechanical failure after locking plate fixation of unstable intertrochanteric femur fractures, philipp n. Streubel, md, michael j. Moustoukas, md, and william t. Obremskey, md, mph, orthop trauma _ volume 27, number 1, january 2013 which reported on a study that analyzed different types of mechanical failure involving 29 patients (mean age 56 years, range 21¿92; 45% males, 41% smokers, 17% diabetic, mean body mass index 26.9, range 20¿56) with 30 simple pertrochanteric fractures with the fracture line running through the greater trochanter treated between 2003 and 2007. It was noted at 20 months of follow-up, 11 failures occurred. The (B)(6) patient with failure was reported as a (B)(6) female with a bmi of (B)(6). On an unknown date, she was implanted with a synthes 4.5 mm locking compression proximal femur plate with 2 proximal screws, 2 locking screws and a kickstand screw. The failure mode was reported as a varus cutout 5 weeks post-op resulting in a varus malunion. It was not indicated that the patient underwent additional surgery. No further information is available. This is report 1 of 3 for (B)(4). This report is for an unknown plate.